Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted and replaced as the patient's vessel would not accommodate the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing was completed to assess lead electrical performance. The measurements throughout this test were within normal limits. Common induced physical damage due to implant, or explant or handing was noted. Laboratory analysis was unable to confirm the reported observation.